Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that her insulin pump had cracks on the battery compartment, scratches on the screen and a damaged drive support cap. The customer was unaware of how the damage occurred to the insulin pump. The customer's blood glucose was 437 mg/dl. The customer also received the no delivery alarm while bolusing. The customer was unable to troubleshoot the issue because the alarm had already been resolved by a complete set change. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.